Event description:
Caller alleged inaccuracy with inratio. Results as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The first 2 set of results and the last 2 set of results are inratio and lab values that are within the confidence limits for inr testing. The remaining set of results are considered discrepant, "area outside the acceptance region." Therefore further testing is required at this time.